Event description:
It was reported that the watchman did not seal. A left atrial appendage closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On september 29, 2022, a leak measuring 15.5 mm was revealed. A second 24mm watchman flx laa closure device was implanted along with the first in order to cover the leak. No patient complications were reported.

Event description:
It was reported that the watchman did not seal. A left atrial appendage closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On (B)(6), 2022, a leak measuring 15.5 mm was revealed. A second watchman flx laa closure device was implanted along with the first in order to cover the leak. No patient complications were reported. It was further reported that transesophageal echocardiogram (tee) was used to reveal the leak. A second 24mm device was implanted to treat the leak. The patient is reported to be stable.

Event description:
It was reported that the watchman did not seal. A left atrial appendage closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On (B)(6) 2022, a leak measuring 15.5 mm was revealed. A second watchman flx laa closure device was implanted along with the first in order to cover the leak. No patient complications were reported. It was further reported that transesophageal echocardiogram (tee) was used to reveal the leak. A second 24mm device was implanted to treat the leak. The patient is reported to be stable. It was further reported that the laa structure was bi-lobed, so that is why a second device was implanted. It was difficult to visualize and get measurements on tee for implant of the second device, so a leak of 3.8mm remained on the 135-degree view, which was still acceptable.